Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had frequent short beeping alarms in the previous night. In the morning the patient reported "all the lights were alarming". The patient decided to perform a system controller exchange. Log files were submitted for review and captured some indications of weak connection between the batteries and battery clips. The log also captured some unstable voltages on the white controller lead. The system controller exchange resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of frequent short beeping alarms was confirmed via log file analysis; however, the alarms were not reproduced during evaluation of the heartmate 3 system controller (serial number (B)(6)). Review of the log files revealed on 13feb2026 at 06:24:53, 06:25:55, 06:33:09, 06:33:37, 06:33:46, and 06:33:56, while connected to batteries, intermittent power cable disconnect and low power advisory alarms were active due to relative state of charge (rsoc) invalid and yellow faults. These faults activated due to the rsoc voltage associated with the white power cable being outside the expected voltage range. The alarms were not associated with power source exchanges, quickly resolved each time, and did not affect pump operation. On 13feb2026 at 06:35:44, the driveline was disconnected, consistent with the reported controller exchange. The system controller was functionally tested with the returned associated battery clip set (lot number 10410935) and passed all steps without issue. The controller was connected to a mock circulatory loop and was able to operate the system as intended for extended duration. No power cable disconnect or low voltage alarms were reproduced throughout testing. Provided information stated that exchanging the controller resolved the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and the heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook, section 6 ¿caring for the equipment¿, and the IFU, section 8 ¿equipment storage and care¿, explain how to care for and clean all equipment, including the system controller, batteries, and battery clips. The patient handbook, section 10 ¿safety checklists¿, and the IFU, section e ¿safety checklists¿, provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.